Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the peritoneum during a laparoscopic hernia repair, the junction of the needle and the suture was broken when the suturing reached the 8th and the suturing could not be completed. To resolve the issue, a new sutures was used. The surgery time got extended and the cost increased.